Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g6 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g6 mobile application shut-off was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem correction "dexcom was made aware on (B)(4)2018, that on (B)(6)2018, the g6 mobile application shuts off unexpectedly. The reported unexpected mobile application shut-off was not confirmed via data."

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, there was an unexpected app crash alert. The reported app crash alert was not confirmed via data.